Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure that the cartridge dropped out of the jaw. The surgeon used a new instrument. No further info is available. There was no adverse pt consequence.